Manufacturer narrative:
Additional narrative: examination of the returned device confirmed the reported problem. The root cause is attributed to product wear out; however, misuse (possibly through user error) cannot be ruled out. Based on the investigation determination of product wear out and/or misuse as the root cause no corrective action is being taken. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The view plates are broken.